Event description:
The manufacturer received information alleging an issue with a ventilator's airflow. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board was replaced to address the issue.